Event description:
The device was applied during a diagnostic laparoscopy procedure. The safety shield would not retract to penetrate tissue. The surgeon applied another device and completed the procedure without incident.